Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the gear of the compact air drive device was broken and torn off. It was further determined that the motor seized, blocked, jammed and was moving heavily. It was determined that the reverse locking mechanism was blocked, the reverse trigger was jammed, there was an air leakage, the seals and the bearings were worn out and the gear had fallen apart. It was further determined that the device failed pretest for check for air leak, check reverse locking mechanism and check the attachment coupling. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.